Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). Manufacturing site name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization of a unruptured aneurysm, there was a resistance felt between a 4mm x 10cm galaxy g3 xsft (glx120410, l13817) and the microcatheter (mc) when inserting the coil delivery system. Therefore, the complaint product was attempted to be re-sheathed, but it became unraveled. After that, the complaint product was replaced with another coil (competitive product) and the procedure was completed. There was no reported patient injury. The device(s) were used and prepped as per the instructions for use. Adequate flush was maintained through the devices. No excessive force was applied to the device. No further information is available. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device l13817 number, and no non-conformances related to the reported complaint condition were identified. With the information available and without the product available for analysis, the reported customer complaint of ¿detachable coil delivery system (dcs)- resistance/friction-during advancement with no loss of cerebral target position¿ and ¿coil - unraveled/stretched-in microcatheter¿ could not be confirmed. Based on the device history record review, there is no indication that the events were related to the device manufacturing process. The exact cause of the events could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failures. It is also possible that clinical and procedural factors, including device manipulation/interaction, device selection, and the concomitant microcatheter, may have contributed to the reported failures. The instructions for use (IFU) caution that if unusual friction is still noticed during advancement or retraction of the coil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire catheter system and examine for damage. Replace it with a new system. If friction still exists, withdraw and examine the delivery catheter system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during a coil embolization of a unruptured aneurysm, there was a resistance felt between a 4mm x 10cm galaxy g3 xsft (glx120410, l13817) and the microcatheter (mc) when inserting the coil delivery system. Therefore, the complaint product was attempted to be re-sheathed, but it became unraveled. After that, the complaint product was replaced with another coil (competitive product) and the procedure was completed. There was no reported patient injury. The device(s) were used and prepped as per the instructions for use. Adequate flush was maintained through the devices. No excessive force was applied to the device. No further information is available.